Event description:
In a literature article a gore viabahn endoprosthesis was used in a chimney procedure in the left common carotid artery. It was reported that infolding of the viabahn was observed at the end of the procedure. It was stated that it most likely occurred during the removal of all the devices. It was impossible to reline it with another stent. A bypass procedure was performed from the right common carotid artery to the left common carotid artery.

Manufacturer narrative:
This event was from the following literature article: shahverdyan r, gawenda m, brunkwall j. Triple-barrel graft as a novel strategy to preserve supra-aortic branches in arch-tevar procedures: clinical study and systematic review. European journal of vascular and endovascular surgery 2013;45(1): 28-35. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.